Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. A direct relationship between the device and the patient's outcome could not be determined. Evaluation of the submitted log file captured intermittent low flow hazard events on 28sep2020, 30sep2020, and 01oct2020, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.4 lpm during these events. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log files. According to the account, the low flow alarms resolved without intervention. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 30may2017. Heartmate ii left ventricular assist device (lvas) instructions for use (IFU) section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The hmii IFU lists death as an adverse event that may be associated with the use of the heartmate ii lvas. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Submitted log files prior to the death contained low flow events on 28sep2020 and 01oct2020; these alarms reportedly self-resolved without intervention, but a cause was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The cause of death is unknown. The outcomes was not device or therapy related.